Event description:
During a 3rd time re-do cardiopulmonary bypass procedure, the subject device stopped. There was no report of pt injury associated with this event. The pt expired in 2005 as a result of multiple system failures.